Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, there was difficulty removing the device. Eventually the device was removed without intervention. The suture was successfully used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to remove vessel, include, but not limited to tissue or suture caught in foot, device interaction with patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known.